Manufacturer narrative:
Correction-g1- was left blank in error.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed left ventricular (lv) lead was capturing on the right ventricle. A fluoroscopy was performed and the lv lead was found to be dislodged. The physician elected to explant the lead and replace the lead. The patient condition was stable.